Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that information was received from a patient regarding an implantable neurostimulator for the treatment of bladder issues. The reason for call was patient said they haven't seen any improvement with the device and they don't know if it is working. Patient states they were told to call on patient services on friday by the nurse but weren't sure why. Patient said they want to know when their urine will decrease because they are still doing it a lot. Patient asked if they should increase the therapy. Patient service specialist reviewed external equipment is there to help with managing the therapy and reviewed how to increase or decrease the therapy if needed. Patient tried to use the external equipment during the call but realized the handset needs to be charged and is at 0%. The issue was not resolved through troubleshooting and the pt will call back once equipment has been charged to continue troubleshooting. Additional information was received from the patient. Patient called back and repeated information regarding therapy not helping with their symptoms yet. Caller stated they have not made any adjustments to therapy. Agent reviewed information and redirected to hcp. Additional information was received from the patient. They reported that the therapy is still not helping their symptoms and they continue to be told to call medtronic. Pt was spanish-speaking, and agent brought in language line to assist. Pt was not sure how to work the equipment. Agent continued to try to assist pt but was having difficulties following the screens. Additional information was received from the patient. Caller called back and reported that since implant the therapy has not helped them and actually made the symptoms worse. They used to not go at all at night but now they go 2-3 times. Helped caller try to connect to implant but the caller was seeing device not responding repeatedly, confirmed device not plugged in and that they were in the correct app. Agent had to work with an interpreter service and it was difficult. Reviewed that a spanish speaking agent will call caller back directly for further troubleshooting.